Event description:
Media monitoring reports literature article '...loosened band.' 'Reported events of "...feeling sick and lethargic. I couldn't keep anything down-not even water" from media article entitled, "revenge of the band" from 'that's life' (thatslife.co.UK) publication dated 05-december-2013. Although the manufacturer of the device is unknown, it is allergan's approach to compliance to resolve all doubt in favor of reporting.

Manufacturer narrative:
There is no evidence this device has been explanted. Since allergan has not yet received this information, the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Multiple requests for further information have been made. Allergan has received no response from the authors. Dysphagia is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event.